Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and a ventral hernia. It was reported that the patient underwent a surgical procedure in order to implant a ventral patch and sorbafix fasteners on an unknown implant date. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophic vaginitis, midline cystocele, and mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.